Event description:
It was reported that a user experienced a low blood glucose event while using a libre 3 plus cgm with the ilet system, with a lowest cgm value of 59 mg/dl and an upward trend after the user self-treated with approximately 50 grams of carbohydrates in the form of peanut butter crackers. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral carbohydrate intake to address the event. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no specific findings. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.